Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) replaced the drive manifold assembly . The iabp passed all leak tests. The fse replaced the safety disk at 2 year interval. A complete preventive maintenance was performed. The iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
During routine preventive maintenance a company representative found that the intra-aortic balloon pump (iabp) failed 3rd portion of k6 k6a k7 k8 and 3rd test of safety disk leak test. There was no patient involved and no death or injury was reported.